Event description:
It was reported that during the attempt to withdraw the stent delivery system after it failed to cross a difficult lesion, the stent slipped off the balloon in the coronary artery. The stent was on the existing guide wire and it was removed from the anatomy. There was no pt injury.